Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a curve in the terminal area. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the area of the observed curve. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends near the s-ICD case. The fractures resulted in the observed clinical observation.this report is being filed to correct the d2 common device name.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and s-ICD electrode delivered an inappropriate shock in the primary sensing vector due to signal reduction. Artifacts were observed in the secondary sensing vector which were easy to reproduce. The patient was hospitalized and the device was turned off new information received indicates that the system was explanted and was returned for evaluation.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and s-ICD electrode delivered an inappropriate shock in the primary sensing vector due to signal reduction. Artifacts were observed in the secondary sensing vector which were easy to reproduce. The patient was hospitalized and the device was turned off new information received indicates that the system was explanted and will be returned for evaluation.